Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further evaluation of the removed main pcb assembly determined the cause for the malfunction to be failure of an ic chip, designator u17.

Event description:
During a weekly inspection, it was reported that the device logged an event code in the memory and displayed the "call service" message indicating a critical failure. The device is unable to provide defibrillation therapy in the reported condition. There was no report of patient use associated with the event.